Manufacturer narrative:
H3. Product analysis determined that the visual inspection did not reveal any damage to the tubes or the clamps. Functional inspection confirmed when the clamps were applied to the tube, no leaks were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the device was leaking at the clamps as the clamp/clip of the device tube from the chamber to the bag could not be locked/tightened. The device was manually tightened. The patient's status at the time of the report was alive-with injury with hydrocephalus. It was clarified that the patient was still under hydrocephalus after using the device, but it was not due to the device. However, the fault of the device affect the cerebrospinal fluid management and lengthened the treatment time. After the doctor manually fixed the issue, the patient was well now.